Event description:
It was reported that the stent was difficult to position. A 10.0-31 carotid wallstent stent was advanced for carotid artery stenting procedure. After the stent was deployed halfway, it could not be fully retracted. The stent was re-positioned; however, it could no longer be delivered to the target lesion. The stent was fully re-constrained and was removed. The procedure was completed with another of the same device. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluation by manufacturer: a visual and tactile examination identified no issues with the shaft of the device. The device was returned with the stent partially deployed. The stent was noted to be damaged. The investigator deployed the stent without any issue. Though the reported event of stent difficult to position was not confirmed, stent damage and partial deployment were observed.

Event description:
It was reported that the stent was difficult to position. A 10.0-31 carotid wallstent stent was advanced for carotid artery stenting procedure. After the stent was deployed halfway, it could not be fully retracted. The stent was re-positioned; however, it could no longer be delivered to the target lesion. The stent was fully re-constrained and was removed. The procedure was completed with another of the same device. No complications reported, and patient status was stable.